Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 24mm length, eccentric, de novo target lesion was located in the mildly tortuous, non-calcified, and 3.5mm distal left anterior descending artery. Following pre-dilation, a 3.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another stent. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage. Device evaluated by manufacturer: a synergy ous mr 3.50 x 28mm stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination of the tip identified tip damage. No issues were identified during the product analysis.